Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the packaging. The packaging was reported as not sealed properly or misshaped or sterile packaging not intact. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.